Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device has an error message. The customer did not provide details regarding the identity of the error message. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
.

Event description:
It was reported to philips that the device has an error message. The customer did not provide details regarding the identity of the error message. There was no reported patient or user involvement and no adverse patient/user impact. Further information was provided that the error was "inop: therapy malf."